Manufacturer narrative:
Unit received, no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture/contamination were noted at connector pins per visual inspection. Checked voltage of transmitter after up to two hours of charge on gang charger. Found transmitter failed to charge with only 0.00 v by placing unit in a digital multimeter. In conclusion, unable to perform functional, rf/ble/downgrade/associate/accuracy tests due to depleted/low battery. The customer complaint of communicating anomaly is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor updating and loss of communication between pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-1884,mmt-7040a and mmt-7841zn. Troubleshooting was performed. Advised to replace sensor as behavior has been occurring longer than 3 hours. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. No product return is required for mmt-1884,mmt-7040a and mmt-7841zn.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.